Event description:
The customer reported that he was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 368 mg/dl. The customer stated that he experienced vomiting and excessive thirst. The customer also reported multiple motor error alarms. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but the customer didn't have the tubing clamp for the high pressure test. Nothing further was reported.

Manufacturer narrative:
The insulin pump was unable to prime during the prime test and received motor error alarms due to moisture damage on the force sensor and motor assembly. Unable to perform the basic occlusion, occlusion and excessive motor error alarms due to the prime anomaly. However the insulin pump passed the displacement test.